Event description:
Information received later indicated that patient was still having concerns regarding their device or therapy but had not soughed further help. The patient indicated that their programmer did not connect /communicate with the power pack.

Event description:
The caller was not being able to make adjustment both with or without antenna attached fallowing a fall. The caller indicated that the device was not working and could not get it to connect with the implant itself and was showing poor communication screen with question mark. It was noted the patient had a bad fall recently (stating awhile back several months ago and still not communicating) and wondered if the wire might have pulled out. Caller stated they tried to use the patient programmer with and without the antenna and kept getting the same screen. It was noted it was about a year ago patient fell and had not seen their health care provider over a year ago. It was noted that the last time patient programmer connected was over a year ago. It was noted that the patient was not seen by the health care provide or evaluated. It was also reported that the patient was reporting that their programmer will not work with either antenna. Anomaly appears to have occurred through product use. No patient harm reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v627349, implanted: (B)(6) 2011, product type lead. (B)(4).